Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) event the patient admitted that on the morning of (B)(6) 2012, she accidentally dropped the cartridge cap of her pump and flushed it down a toilet. While disconnected from the pump, the patient secured the cartridge to the pump with tape and then wore the pump. The patient felt as though her bg rose as result of the lost cartridge cap and not getting insulin. After the issue began, the patient claimed her bg read "high" and she had symptoms of a dry mouth, nausea, and weakness. The patient went on an unspecified backup plan and reportedly dropped low and developed a symptom of shakiness. She was unable to provide a blood glucose reading or value during the low bg episode. The patient administered self-care by eating food to get her bg up. The patient also mentioned that she had been dealing with tooth pain and needed a tooth removed. The patient visited a doctor at 8:00 am on (B)(6) 2012, and was put on a backup plan. By the time the patient saw the doctor, her bg had decreased to "148 mg/dl." She also ordered a replacement cartridge cap. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to use-error considering the patient continued to use a pump with a cartridge secured with tape.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.